Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the returned device confirmed no damage to the subject device. Performance testing was carried out and revealed that the subject manometer failed functional tests. It was further observed that the needle movement was slow, confirming the reported fault. The subject manometer was further disassembled, and further inspection of the internal components revealed that the restrictor screw was occluded. Additionally, it was observed that the maximum pressure relief and peak inspiratory pressure knobs were not turning smoothly. Conclusion: based on the information provided by the healthcare facility, and our knowledge of the product, the slow movement of the manometer needle is due to the occluded restrictive screw. Corrective actions were implemented in (B)(6) 2025 to improve the restrictive screw specifications. As part of manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the needle of an rd900aeu neopuff infant resuscitator manometer reaches the set pressure value slowly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the manometer needle of an rd900aeu neopuff infant resuscitator has slow movement. There was no reported patient involvement.